Event description:
The customer reported a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact and battery tube.